Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage fit sling system on (B)(6) 2009. According to the complainant, the patient experienced complications (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.